Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Crease/folding of implant- breast: not observed. Calcification- breast: not observed. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Migration-breast: unable to observe since it is not related to the device. Granuloma-breast: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported right extracapsular rupture, crease of the implant, calcification and "images compatible with siliconomas", granuloma and migration. This relates to the right side. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right extracapsular rupture, crease of the implant, calcification and "images compatible with siliconomas", granuloma and migration. This relates to the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued e.1. Postal code: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: granuloma, rupture, migration.

Event description:
Healthcare professional reported right extracapsular rupture, crease of the implant, calcification and "images compatible with siliconomas", granuloma and migration. This relates to the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification). Migration: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Crease folding of implant: not observe. Calcification: not observe. No further actions are required as no manufacturing issues are observed.